Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the therapy was not helping the patient anymore. The impedances were measured. One electrode of the leads (0) showed high impedances, greater than 10,000ohms. An x-ray was performed which revealed that the leads (extraforaminal) were dislocated. The leads and the ins were replaced on (B)(6) 2023 as the leads were dislocated (due to their extraforaminal implant site) and the big battery was uncomfortable for the patient. As the impedances were heightened as well, the physician informed the manufacturer representative (rep) that she wanted to report the leads. The main reason for the surgical intervention was however, the dislocation of the leads. The issue was resolved at the time of the report. The physician thinks that blood or other liquids might have entered the connector of the extension which could be the cause of the high impedance.

Manufacturer narrative:
Continuation of d10: product ID 3487a-33 lot# va2ar4h serial# implanted: (B)(6) 2022explanted: 2023-04-04 product type lead product ID 3487a-33 lot# va2h89j serial# implanted: (B)(6) 2022 explanted: (B)(6) 2023 product type lead product ID 37082-40 lot# serial# unknown implanted: (B)(6) 2022 explanted: (B)(6) 2023 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(4), ubd: 01-dec-2024, UDI#: (B)(4) ; product ID: 3487a-33, serial/lot #: (B)(4), ubd: 11-oct-2025, UDI#: (B)(4); product ID: 37082-40, serial/lot #: unknown, ubd: 11-oct-2025, UDI#: g2. Foreign: germany medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3487a-33 lot# va2ar4h. Implanted: (B)(6) 2022. Explanted: (B)(6) 2023. Product type: lead. Product ID 3487a-33, lot# va2h89j. Implanted: (B)(6) 2022. Explanted: (B)(6) 2023. Product type: lead. Product ID 37082-40. Serial# (B)(6). Implanted: (B)(6) 2022. Explanted: (B)(6) 2023. Product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative. It was reported that the representative first needed a signed consent form from the patient prior to sending the explanted devices back. They planned on seeing the patient again in the coming weeks and the representative would ship the devices back as soon as they had the patient's signature.

Manufacturer narrative:
D9 and h6: the leads and extension were returned on 2023-aug-01. Fdm b01 and fdr c19 are applicable to the leads and extension, not the implantable neurostimulator (ins) since it was not returned. H3: analysis of the returned lead (serial/lot #(B)(6)) found that the complete returned lead passed all testing in the laboratory and no anomalies were identified. The lead was returned and connected to the distal segment (0-3) of the cut extension. Upon receipt, visual inspection noted fluid consistent with body fluids in the lead; each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. H3: analysis of the returned lead (serial/lot #(B)(6)) found that the complete returned lead passed all testing in the laboratory and no anomalies were identified. The lead was returned and connected to the distal segment (4-7) of the cut extension. Upon receipt, visual inspection noted fluid consistent with body fluids in the lead; each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. H3: analysis found that the returned extension (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The extension was returned segmented; there was no impact to electrical functionality. On all 3 segments, there were no shorts between circuits and continuity was acceptable. The body insulation was cut through and segmented at multiple locations; all conductors were cut 3.7cm from the distal end for 0-3 segments and the cut distal end was returned connected to the lead (s/n (B)(6)), all conductors were cut 3.8cm from the distal end for 4-7 segments and the cut distal end was returned connected to the lead (s/n (B)(6)), and all conductors were cut 33.5cm from the distal end. The proximal end was not returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.